Event description:
The failure was observed prior to an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with a similar device. There was no relevant prolongation of the procedure resulting in serious deterioration of the patient's health condition.

Manufacturer narrative:
Correction: g4 ¿ the aware date of the initial should have been 09nov2021. H10: device evaluation: upon completion of the device evaluation, it was determined that the foreign material found on the biopsy channel was a reportable malfunction. Additionally, upon further review, it was determined that it was not the glue on the forceps cover that was peeling, it was the glue on the bending tube, which is not a reportable malfunction and the noted damage to the scope cover was also not a reportable malfunction. H6: corrected component, medical device problem and investigation findings this supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, additional information from the reporter, updated device evaluation and the device history record (DHR) review. Updated/corrected device evaluation: the adhesive on the connecting tube was peeling off, there was movement on the bending tube and the grip unit was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: a) the biopsy channel was insufficiently reprocessed by the user. B) at the facility, training on reprocessing and/or device handling was inadequate. . A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that a tear was observed at the distal end of the scope. There was no patient involvement reported. The device was returned for evaluation and found the forceps cover glue peeling and cracked scope cover. This report is being submitted to address crack and damage on the scope cover and peeling forceps cover noted during evaluation.

Manufacturer narrative:
The event date is (B)(6) 2021, when the adhesive was noted to be peeling on forceps cover. The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer ¿s complaint of a ¿distal end tear.¿ the scope¿s distal end cover was found damaged. Cuts and foreign material were noted on the scope¿s biopsy channel. The light guide cover lens was scratched. The bending section rubber was found chipped. The suction cylinder nut was noted to have painting peel off. The forceps elevator wire was found stretched. The cause of the physical damage to the scope cannot be determined at this. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.